Event description:
It was reported that after two breakfast announcements with no pump delivery alerts, the user experienced rising blood glucose and noted cold skin at the infusion site; upon site removal there was bleeding and an insulin odor from the leg, and the user wished to continue using the leg for infusion, then encountered an insertion with adhesive backing left on and ultimately elected to administer subcutaneous insulin by pen while instructed to remain off the ilet for two hours. Symptoms included hyperglycemia with a reported blood glucose of 315 mg/dl and user irritation. Outcomes included use of backup subcutaneous insulin and replacement of the infusion set, with no hospitalization. Investigation included review of device data and guided troubleshooting, including site inspection and a coached site change with alternative approved locations discussed. Investigation of this case revealed no bent needle, no confirmed device alarm or delivery fault, and findings consistent with a probable infusion-site or adhesion issue leading to inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.